Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose (bg) level was between 210 and 400 mg/dl. Additionally, it was reported that the pump shut off unexpectedly. Customer¿s bg was ¿high¿ on the meter. Elevated bg was addressed by manual insulin therapy. Reportedly, customer reverted to manual injections for insulin therapy.